Manufacturer narrative:
It was reported that during patient treatment, the ventilator generated a technical error code for power error. The field service engineer reported that there was no replacement of parts. The ventilator was scrapped by the hospital. The evaluation of received device logs shows that the reported power error code, and a stop of ventilation, was generated on (B)(6) 2020, which will be used as the date of event. If an internal power failure occurs during ventilation, it may lead to stop of ventilation. Alarms will be generated. The conclusion in is that the reported problem could be confirmed in the received device logs. As no part was returned for investigation, the root cause could not be determined. The ventilator was scrapped.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator generated technical error code for power error. There was no patient harm. Manufacturer ref.#: (B)(4).